Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The proximal neck was 29-30 mm in diameter and 49 mm in length. It was reported that intra-operatively, a type ib endoleak was observed at the ipsilateral side. An (B)(4) was extended to external iliac artery to treat the type ib endoleak. The procedure was successful. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (cause is unknown). Conclusion: other (cause is unknown).